Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Review of medical records provided revealed that after implant of the first s3 valve, the post-operative day (pod)-1 tte reported that the s3 valve was well-seated with no aortic regurgitation, but the gradients were higher than immediately post-implant - mean gradient: 27.5 mmhg, aortic valve area (I,a): 0.70 cm2. On the 2-year s/p tavr follow up visit the patient presented with increasing dyspnea on exertion that is disabling at this point. Echocardiogram and cardiac cath diagnostic studies reported severe aortic valve restenosis, aortic valve mean gradient: 47, area: 0.59 per cath. The patient is high risk for surgery due to multiple comorbidities, including morbid obesity (bmi of 40.0-44.9, adult). After discussion, it was decided to proceed with intentional valve ¿cracking¿ followed by a valve-in-valve implant. Approximately 2 years and 4 months after the tavr procedure, the patient underwent a successful redo tavr viv with placement of a 23mm s3 valve with post deployment high-pressure inflation. There was at least mild central ai which may have been due to aggressive stretching of the valve ring. The patient tolerated the procedure well. Echocardiogram following viv procedure showed a reasonable gradient less than 20 mmhg and aortic valve area (I,a): 1.4 cm2. The patient was discharged home on stable condition on pod-2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve ¿trueid¿, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, there was no allegation or indication of an edwards device malfunction. Investigation results suggest/indicate that s3 valve small area with high mean gradient were initially observed on the tte study performed the day after index viv tavr, which suggests that the stenosis may have been related to a prosthesis-patient mismatch (ppm). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing.

Event description:
23 mm s3, esheath, commander delivery system as reported by a field clinical specialist, the patient had a 21 mm surgical biocor valve implanted in aortic position. Approximately 2 years ago a 23 mm sapien 3 valve was implanted in the biocor valve. But the s3 valve did not fully expand and therefore was not fully deployed. The physician wanted to preform ¿fracking¿ high pressure to break the surgical valve and allow the s3 valve to be fully expanded, however this was not performed. Two years after the valve-in-valve (viv) procedure, the patient had poor hemodynamics due to the s3 valve not fully deployed. The patient was taken back to the cath lab were post-dilation at high pressure (¿fracking¿) was completed and a second 23 mm s3 was implanted successfully. The patient is doing well post procedure.